Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s wife reported via phone call that they had high blood glucose level and customer reported that they could not get insulin pump to deliver. Customer¿s blood glucose level was 575 mg/dl, at the time of incidence. Customer declined to troubleshoot for high blood glucose level. Customer tool manual correction for high blood glucose level. It was unknown that the customer was using insulin pump or not. The insulin pump will not be returned for analysis.